Event description:
Customer reported received the following results on the aviva system within 10 minutes: 100 mg/dl and 250 mg/dl. 70 mg/dl and 370 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.